Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the diagonal seam at the bottom of the bags. This was identified during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between december 05, 2018 - december 06, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.